Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7103404. Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7104005.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion and poor wound healing at the burr-hole cover implant site from a procedure that was reported in MDR form 3006630150-2024-09432. It was noted that the patient was not healing to satisfaction, there is no medical condition that may have contributed to event, as a result the reason for poor wound healing and erosion is unknown per the physicians assessment. The patient underwent a procedure where the burr-hole cover and leads were removed before completing the procedure. The patient has since then recovered and is doing fine.